Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the tubing connecting a cylinder and the pump. Therefore, the cylinder and pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders exhibited wear at folds and broken fabric threads in the middle cylinder bodies; bulge was present when inflated. The pump was visually and microscopically examined, and leak tested. The pump kink resistant tubing (krt) was worn down to the filament, the outer layer of the pump bulb was worn that result of wear against the pump strain relief krt junction. No leaks were found. Microscopic observation revealed the pump was contaminated; therefore, the pump was not functionally tested. The reported tubing hole was not confirmed; however, the identified bulge and broken fabric threads could affect the functionality of the device as the reported mechanical issue.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the tubing connecting a cylinder and the pump. Therefore, the cylinder and pump were removed and replaced. There were no patient complications.